Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death.

Event description:
Clinicals were received at manufacturer that reported the pt was having seizures almost every other day. It is unk if the pt's seizures were above or below their pre vns baseline seizure rate. The pt was referred to have a prophylactic replacement of their generator. In preop the pt's system diagnostic result was output status limit, lead impedance high, dcdc 7, eri no, performed twice. A full revision was needed based on the diagnostic findings. During surgery the neck was opened and the surgeon noted a gross lead fracture near the electrodes. It was noted through review of internal programming history that this pt had high lead impedance since (B) (6)2006. Good faith attempts are being made for additional details about the events. The explanted products are at the manufacture pending completion of product analysis.